Manufacturer narrative:
(B)(4). The returned ht70 ventilator was evaluated for the reported unresponsive touch screen. Upon evaluation the screen failed to illuminate. The buttons on the membranes were also found to be inoperable. The root cause was found to be a short circuit in the top membrane.

Event description:
Covidien received information stating an ht70 ventilator experienced a blank display upon powering on the device. The ventilator was then re-booted. The ventilator's display appeared normal following the re-boot; however, the touch screen was found to be inoperable. There was no patient involvement.

Manufacturer narrative:
(B)(4).